Event description:
It was reported that during the implant procedure the lead had high impedance. Multiple attempts were made to measure the lead, including using new analyzer cables, but the impedances remained high. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.